Manufacturer narrative:
The field service engineer (fse) was unable to evaluate the aia-360 analyzer at the customer's site. The customer shut down the analyzer and declined service. The cause of the failure described in the reported event is unresolved.

Event description:
This report summarizes 1 malfunction event on the aia-360 analyzer. The review of the event indicated that the aia-360 analyzer experienced a temperature error message, which caused delayed reporting of critical patient test results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.